Manufacturer narrative:
A1: patient identifier: requested, not provided data privacy. A2: age & date of birth: requested, not provided data privacy. A3a: sex: requested, not provided data privacy. A4: weight: requested, not provided data privacy. A5: ethnicity: requested, not provided data privacy. A6: race: requested, not provided data privacy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: (B)(6). The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: following a coro via 6 french procedural sheath, after placing the wire and changing the sheath, the delivery system could not be inserted. The carrier tube could not be inserted into the locator/dilator into the sheath. A pre-deployment angiogram was performed. There was no patient harm or injury, and no blood loss. Hemostasis was achieved by manual compression.